Event description:
Ems personnel responded to a witnessed arrest. The pt's rhythm was allegedly viewed using the paddles monitoring mode and diagnosed to be asystolic and treatment was rendered per asystole protocol. The rptr stated asystole was not confirmed in a second lead. Upon arrival at the hosp and connection to another monitor it was determined the pt was in ventricular fibrillation and treated appropriately. The pt was not resuscitated. The rptr stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the rptr's assessment of the pt's viability.